Event description:
It was reported that in 2010 sensing anomaly was observed. The pace/sense portion was capped and replaced. Defib portion of the lead remained active until (B)(6) 2012. During device change out the physician elected to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.